Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin pen needle broke off in the thigh of the patient during use. The patient went to the clinic (B)(6) 2017 for x-rays however the images showed no needle. The patient went home to observe the site for needle reveal. On (B)(6) 2017 again the needle breaks off, tip could not be found. No medical intervention noted on this particular date.

Manufacturer narrative:
Investigation summary: 69 sealed and intact and one open 31g x 5mm pen needle samples were returned from lot. No. 7052715, cat. No. 325104. Visual examination was carried out on the opened sample and a broken patient end of needle was observed. Indentation on the hub was also observed. Visual examination was also carried out on 30 of the sealed samples and it was observed that one sample had a cannula through shield. A clog test was also carried out on 30 samples and no issues were observed. Visual examination was carried out on the opened sample and a broken patient end of needle was observed. Indentation on the hub was also observed. Visual examination was also carried out on 30 of the sealed samples and it was observed that one sample had a cannula through shield. A clog test was also carried out on 30 samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: root cause of this issue was incorrect loading of the shield to the hub at the shielding station. CAPA 131809 was opened to address this issue.